Event description:
It was reported that the components implanted in 2008, due to dislocation of a primary left hip were explanted due to loosening of the acetabular shell.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If it becomes available, the evaluation summary will be submitted in a supplemental report.